Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found that the image of the subject device had only color bars when the subject device was turning on. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon. It was found the deterioration of the video cable connector of the subject device which caused the color bars of the image. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of sorc and a thing which it was found the deterioration of the video cable connector of the subject device which caused the color bars of the image, omsc surmised there was the possibility this phenomenon was attributed to the unstable video cable connector contact due to becoming tired of the video cable connector with the long term repeating use passing more than 14 years since manufacturing the subject device. If additional information is received, this report will be supplemented.